Manufacturer narrative:
Device 2 of 2. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The lead was visually inspected and no anomalies were observed. The lead was subjected to functional testing and passed continuity and stress testing. Conclusion: the reported complaint of lead migration cannot be confirmed through lab testing or through a review of the DHR and sterilization records. The lead, however, as received is fully functional. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-02869. On (B)(6) 2009, the pt was implanted with a scs system. On (B)(6) 2010, it was reported that the pt fell causing her leads to migrate. As a result, the pt began feeling stimulation her ribs. The leads were explanted and not replaced as the physician could not get access to the pt's epidural space. The explanted leads were returned to the manufacturer for analysis. Follow up on the pt found no further issues reported.